Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device passed the delivery accuracy test at 0.08760 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had over delivery alarm. Customer¿s high blood glucose level was 400 mg/dl. Customer¿s current blood glucose value was 104 mg/dl. Customer also specified other relevant blood glucose 300 mg/dl, 150 mg/dl and 140 mg/dl. Customer stated that hey experienced a low blood glucose last month and they treated with glucose tablets and food for low blood glucose. The product will return for analysis.